Event description:
Ous MDR - it was reported that about 35 months after the implantation the pacing impedance was above 2500 ohms and an increased threshold was noted. The lead was not returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analyzed. The available impedance trend confirmed the high out of range pacing impedance. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.